Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects. Upon microscopic inspection, it was found that the tip was clipped, and there was no light exiting the connector face indicating an internal connector fracture. Additionally, severe burn marks were observed on the connector face. Functional testing found that there was no aiming beam. The reported event of fiber having black spots could not be confirmed as the visual examination of the fiber did not identify any defects. However, the analysis of the fiber identified no light exiting the connector face which can be a result of an internal connector fracture. It is probable that the internal connector fracture occurred during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Additionally, it is likely that the interaction between the connector facture and console lead to overheating which then caused the burn marks observed. Therefore, the investigation cause code assigned is cause traced to component failure which indicates there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that, during transurethral holmium laser enucleation of prostate procedure, it was identified that the fiber presented with black spots. It was noted that fiber had been used three times. The fiber was replaced, and the procedure was completed using another of same model with no patient complications. Upon receipt of the fiber at our quality assurance laboratory, analysis of the fiber identified no light exiting connector face which can be a result of an internal connector fracture.